Manufacturer narrative:
The sheath and separated residual radiopaque (ro) tip were returned to edwards for evaluation. A device history record (DHR) review did not reveal any issues which could have contributed to the complaint. A review of product verification (pv) sample data from the affected work order revealed that all samples passed the sheath shaft to ro tip tensile test. Visual examination of the returned sheath revealed a separated ro tip with remnants on the bonding surface at the distal end of the shaft. There were multiple scratches extending along the shaft and on the ro tip. Ragged edges were also observed on the proximal end of the ro tip. The scratches and ro tip damage suggest that calcification within the vessel may have negatively interacted with the sheath during insertion and removal. Due to a similar complaint found in the same work order, a sheath shaft to ro tip bond tensile study was performed on 36 samples from lots made after the complaint device. Samples were pulled from several lots initiated after the termination of the complaint work order. Samples could not be pulled from the same lot as the current complaint as no finished goods inventory remained. A tensile test was performed on the sheath shaft to ro tip bond, which showed that all of the sample devices were within manufacturing specifications. Based on this data, there was no indication that a manufacturing non-conformance caused the complaint. Per report, the physician noted that resistance was felt during sheath insertion, indicating a heavy calcium burden. During withdrawal of the sheath, the physician slightly twisted the sheath back and forth due to difficulty retracting the device. This twisting motion during the withdrawal of the sheath likely contributed to the ro tip separating from the sheath shaft. Therefore, it is likely that the severe calcification within the patient, as evidenced by the damage on the sheath shaft and ro tip as well as the twisting motion per the complaint description, contributed to the reported events. As mitigation against these types of evens, the instructions for use (IFU) state that this product is contraindicated for tortuous or calcified vessels that would prevent safe entry of the introducer and sheath. The complaints regarding a separated distal tip and insertion/withdrawal difficulty in the patient were confirmed, but no manufacturing non-conformities could be identified. Based on all investigative activities, it cannot be concluded that the complaint device does not meet our specifications. Patient factors (severe calcification in a borderline sized vessel), rather than a device defect, is the likely the cause of the complaint. Since no manufacturing non-conformities were identified, a corrective action is not required. However, a process improvement has been implemented to increase efficiency during the ro tip bonding step.

Event description:
As reported by the edwards field clinical specialist, during removal of the 22fr sheath, the radiopaque marker on the distal tip of the sheath became dislodged and remained in the patient¿s iliac artery. The physician noted that resistance was encountered during serial dilation and when placing the sheath in the left iliac artery, which was described as indicating a heavy calcium burden. The physician stated that due to difficulty removing the sheath, the sheath needed to be slightly twisted back and forth. When the sheath was removed from the patient¿s body, it was noted under fluoroscopy that the radiopaque marker from the sheath was lodged just above the aortic/iliac bifurcation. Guidewire position was maintained in the artery and a 7fr diagnostic sheath was place in the left iliac artery, over the wire. The iliac artery had been cannulated initially via a surgical cut-down, so hemostasis of the artery was achieved easily. The physicians inserted a bioptome catheter and retrieved the dislodged radiopaque marker. There was no bleeding issues or any other complications noted, and the patient remained stable throughout the procedure. The access vessel¿s minimum luminal diameter was reported to be 7mm and the vessels were noted to be severely calcified and mildly tortuous.

Manufacturer narrative:
The investigation is ongoing.